Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. During testing, no ramping of numbers or scrolling bar moving anomaly was noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 6.4mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.